Event description:
It was reported to fresenius that a patient on peritoneal dialysis (pd) had peritonitis. In additional follow-up, the patient¿s pd nurse stated the patient was experiencing symptoms of abdominal pain and shortness of breath. As a result, on (B)(6) 2024, the patient was admitted to the hospital. Per the nurse, the patient had a pd culture obtained which grew the bacteria staphylococcus aureus and had an elevated white blood cell (wbc) count. Additionally, the patient had fluid volume overload in the setting of pre-existing chronic congestive heart failure. The nurse stated the patient was treated with intra-peritoneal (ip) antibiotic therapy and dialysis (all details unknown) while hospitalized. Subsequently, on (B)(6) 2024, the patient was discharged and was reportedly recovering from the event. The patient was continuing pd therapy with the same cycler without any adverse effects or further issues. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis and fluid overload event. The nurse indicated the peritonitis is suspected to be due to a breach in aseptic technique during the pd exchange. Additionally, the nurse indicated the fluid volume overload event was due to patient non-compliance to pd therapy.